Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed under a scope revealed contamination of the hot wire element. The returned components were installed into a test ventilator for analysis and functionality testing was performed. The ventilator failed the flow sensor calibration. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination. The preventative maintenance section of the 980 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was failing flow sensor and o2 sensor calibration. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device. The se replaced the exhalation valve flow sensor (evq) to address the issue. The se performed calibrations and extended self-testing on the device and all tests passed.